Event description:
During an acromioplasty case, it was reported that some microscopic debris were seen in the shoulder. The debris was not retrieved from patient. Surgery completed successfully.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Serial/lot number was requested but not provided, therefore, device history record review could not be performed. The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed nicks on both the flutes of the bur tip and hood on the outer shaft. Hood and flute collisions are typically caused when the user applies excessive bending/leveraging force on the device during use or hitting the device with another device or grinding against a hard surface. The potential causes of this event are being communicated to the event reporter.